Manufacturer narrative:
Date of event: date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported MRI mode could not be disabled from the patient's ipg. Troubleshooting did not resolve the issue. As a result, surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The report of ¿unable to disable MRI mode¿ was not able to be confirmed. Analysis of the returned ipg found, as received, the ipg was not fully functional due to a nonfunctioning processor. Using the universal engineering programmer (uep) inductive tool, the device was found to be in MRI mode and the MRI mode was able to be reset (disabled) using uep.

Manufacturer narrative:
The fsca number is included in this report. The report of ¿unable to disable MRI mode¿ was not able to be confirmed. Analysis of the returned ipg found, as received, the ipg was not fully functional due to a nonfunctioning processor. Using the universal engineering programmer (uep) inductive tool, the device was found to be in MRI mode and the MRI mode was able to be reset (disabled) using uep. As a result of this finding, abbott is performing further investigation.